Event description:
It was reported while using one (1) bd bbl¿ chromagar¿ mrsa ii / chromagar¿ sa, the appearance of staph aureus side was 'milky' after incubation, making it difficult to determine if the growth was acceptable. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.